Event description:
It was reported that the atrial lead was not sensing. The bipolar impedance was greater than the unipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901 ipg, implanted: (B)(6) 2006. (B)(4).